Manufacturer narrative:
The customer¿s experience with the lvp continuous occlusion alarms was confirmed in the lvp event log, however testing failed to replicate. The source lvp was infusing at 2ml/hr at the time of the most recent occlusion alarm. With the pump occlusion setting set for ¿pump¿, in this mode the occlusion rates are fixed for all rates equal or greater than 30ml/hr. At rates below 30ml/hr the occlusion alarm threshold is reduced linearly down to a minimum fixed value 10ml/hr and below. This reduction in the occlusion alarm threshold is referred to as the ¿fast time to occlusion algorithm¿. This automatically reduces the time the lvp alarms for occlusion at lower rates where buildup of pressure is slower. The lvp event log recorded 27 patient side occlusion alarms between 20march 2018 at 12:19 pm and 25march 2018 at 7:59 pm. Asm testing performed on the source lvp found the pressure sensors operating in specifications. Functional testing of the source lvp found no irregularities a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that the alaris pump continues to alarm occlusion. There was no report of patient harm.